Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had high impedance on contacts 1-8. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. During the surgery, it was found that the lead had fractured, causing the high impedances. Postoperatively, the patient had effective therapy and the issue was resolved.